Event description:
It was reported that left bundle branch block (lbbb) occurred. The patient was selected for a 25mm lotus edge valve implant due to aortic valve stenosis. The patient had a native aortic annulus size of 24.9mm. Access was gained through a right femoral artery approach. After balloon valvuloplasty was performed according to the instructions for use(IFU), the lotus edge valve was inserted. During deployment, lbbb was observed via electrocardiogram(ECG). The lotus edge valve was released and implanted without further incident 4mm from the native annulus.